Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
The patient presented at the hospital with skin redness and erosion at the device pocket site. An antibiotic was administered to treat the patient and a pocket revision is anticipated. The physician stated that the infection was not thought to be procedure nor device related. The patient is in stable condition.